Manufacturer narrative:
Device evaluation of monitor has been completed. The cause of the monitor not starting up was a faulty pld (u200) on the computer/analog pca within the monitor. U200 is a xilinx marcocell cpld that controls, among other things, the initialization of the dsp and memory modules during power up. The failure mode was an internal short within u200 that resulted in the device drawing excessive current during power up. The root cause of the u200 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the u200 failure.

Event description:
A male pt returned his system to lifecor without advance notice. During the routine service evaluation, it was found that the monitor would not power up when a battery pack was inserted.